Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2016, the patient experienced no readings. No additional event or patient information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.